Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 20mg/ml at 2 .5mg/day via an implantable pump. Indications for use was not reported. It was reported the catheter was blocked. No medicine had been pumped out of the pump. Diagnostics included "acess the port" to obtain medicine and csf. No liquid was obtained. A catheter replacement was scheduled for(B)(6) 2015. The patient status at the time of the report was noted as alive, no injury. At the replacement the catheter was found kinked at the anchor. The physician decided to re-anchor the same catheter and following that a dye study was done to assure the proper function of the catheter. At that point the flow was re-established with no apparent leaks. No patient symptoms or outcome reported.